Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, it was reported that the pump was delayed in responding to presses. The customer declined further troubleshooting with tandem technical support regarding the touch screen, therefore no additional information could be obtained. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.